Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed testing. The sensor passed with accurate readings.

Event description:
Customer stated that the sensor is not working properly. This morning the blood glucose was 144 mg/dl. The sensor gave her a low predict right away. The blood glucose was 214 mg/dl one hour later. Customer calibrated and sensor gave a calibration error. The blood glucose was check again, the blood glucose decreased to 189 mg/dl. Received another calibration error. This has been happening for the past few weeks. Advised the customer that the sensor may be malfunctioning and to change the site. The sensor will be replaced. Nothing further reported.